Manufacturer narrative:
(B)(4). As a lot/batch was not provided, a device history could not be performed.

Event description:
It was reported that during an open sigmoid colectomy procedure, the surgeon connected the anvil with circular device. The surgeon's assist went to fire the device then opened 1/2-3/4 turn and had a hard time fishing out. When the circular came out, the anvil was not connected. The stapler did not deploy staples or cut. The surgeon stapled off where the anvil was and redid the anastomosis with another circular stapler. There were no adverse consequences for the patient. One device was discarded.